Event description:
It was reported that pump generated cartridge alarms during cartridge loading, including cartridge alarm 30, and caller experienced repeated alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy while technical support arranged replacement pump.